Manufacturer narrative:
Product analysis: it was determined on analysis that the analyzer tested out of specification as it failed incoming functional testing. The analyzer was scrapped . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer analyzer which was returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.